Manufacturer narrative:
The esu with its double pedal footswitch (part number 20189-027, lot number zs-zq) and non-erbe active cord were returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specs and all features were/are functioning properly. (Note: as requested by the customer, add'l testing involving checking the lithium battery and functionality of the endocut button was performed. Again, no issues were found). The footswitch and active cord were also found to be functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The unit's endocut mode was found to be returned "off" when returned to erbe for the eval. (Note: this confirmed the accounts suspicion that the desired mode was "off"). As a result, it appears that the autocut mode was used instead of the desired endocut mode. This would explain the physician's report of aggressive cutting, "zipper cut". However, no conclusive determination as to the cause of the event could be made. Finally, as directed by the account, the endocut mode was turned "on" as the default setting with autocut mode set to 0 watts, forced coag at 25 watts, soft coag at 60 watts and bipolar at 20 watts. These modes and settings were also inputted on all the other customer's units at their facility. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work was performed with the involved medical staff on (B)(6) 2011. No trends have been identified with this incident. Erbe (B)(4) is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in an endoscopic retrograde cholangiopancreatography (ercp). Upon activation, aggressive cutting ("zipper cut") occurred and a subsequent perforation. (Note: the desired endocut mode may have been inadvertently turned "off" with the actual mode employed being autocut, effect 3 at 200 watts). As a result, the pt was kept for observation and is stable.